Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level remained at approximately 200 (mg/dl) despite delivering multiple bolus requests. To address the issue, a supply change was performed. Reportedly, the customer did not receive any alerts or alarms. In addition, the customer did not observe any issues with the supplies. Reportedly, the customer resumed insulin delivery.